Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital herpes ("rash ( vaginal herpes)"), 6 months 23 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection / infection (bladder/ urinary tract/vaginal) type: vaginitis"), vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type:vulvovaginitis") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge") and anaemia ("anemia"). The patient was treated with metronidazole benzoate (flagyl), valaciclovir hydrochloride (valtrex) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, genital herpes, skin disorder, vaginal infection, vaginal discharge, vulvovaginitis, bacterial vaginosis, vaginal haemorrhage, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, bacterial vaginosis, genital haemorrhage, genital herpes, menorrhagia, pelvic pain, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, general abnormal bleed, rash/skin condition, vaginal infection., vaginal discharge, vulvovaginitis, bacterial vaginosis, vaginal hemorrhage, menorrhagia, vaginal herpes discrepancy noted in date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Result: tubal occlusion devices appear to be functioning correctly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal discharge vulvovaginltis, menorrhagia, anemia, the essure was placed without difficulty in each ostia-2 cools seen after placement bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs &mr received:previously added event rash was replaced with rash( vaginal herpes) and new event vulvovaginitis, bacterial vaginosis, vaginal hemorrhage, menorrhagia, anemia were added. Reporter was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, rash, skin disorder, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, general abnormal bleed, rash/skin condition, vaginal infection., vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter details updated and patient demographics and laboratory data were added. Updated suspect drug indication. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2012). On (B)(6) 2018, she explanted essure. Injury event was replaced with pelvic/abdominal, general abnormal bleed, rash/skin condition, vaginal infection, and vaginal discharge. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.